Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited a high out of range shock impedance measurement. In clinic testing revealed all diagnostics were stable and there was no evidence of noise. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.